Event description:
Additional information received confirmed the tip fracture occurred when the package was opened, prior to patient contact.

Manufacturer narrative:
Correction b5: additional information received confirmed the tip fracture occurred when the package was opened, prior to patient contact.

Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. A fracture was noted in the catheter tip 0.6¿ proximal to the distal tip. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. A corrective action was initiated to investigate the failure mode of fractured tips on viewflex catheters.

Event description:
This report is to advise of a fracture noted in the catheter during analysis.